Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was received with normal operating currents. Device was monitored for several days and no unexpected powering off or blank display noted. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated the insulin pump was not exposed to moisture recently. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.